Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure the device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions: it was reported that a 8fr introducer sheath was used in the procedure. The prostar instructions for use states, the safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a coarctation of the aorta procedure with a prostar xl device. An 8fr sheath was used throughout the procedure. Reportedly, permeable blood flow was obtained through the marker port. The prostar xl device was inserted and deployed well; however, at the end of the procedure the access site could not be closed properly. Access from the left common femoral artery, using cross-over technique trying to pass a string it was found that the right femoral artery was occluded. The patient was sent to surgery to treat the occlusion and close the artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.